Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging test strips missing. The reporter alleged 1 container of test strips from a lot of 100 had 25 strips missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.